Manufacturer narrative:
An investigation of the returned device verified the customer complaint of noise and a loose intake panel. A visual inspection of the pump found the linear bearing to be rusted. The investigator also found the inlet cover inner clear plastic part was not bonded to the adhesive. It was recommended that the pump and inlet cover be replaced. (B)(4).

Event description:
Covidien received information stating that during patient use, the ht70 plus ventilator was reported to have a loose air intake panel and was also found to be noisy. The patient was manually ventilated and then placed on an alternate ventilator. There were no negative patient consequences.